Event description:
Same case as MDR# 6000093-2006-00261. It was reported by the customer that her spouse died as a result of implanted stents. She reported that her spouse had to taxus express2 drug eluting stents and a bare metal stent of unknown type implanted. She states there was a problem with the stent implantation and there was a 'dissection of the artery'. She reports her spouses death certificate states the cause of death as "incorrect placement of stents." The date of death is unknown.